Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a packing coil xl, pod xls, and a non-penumbra catheter. During the procedure, the physician placed two pod xl coils and one packing coil xl in the target location. While advancing another packing coil xl through the catheter, the physician experienced resistance and noticed the packing coil xl had fractured and unraveled. It was reported the fractured portion of the packing coil xl that was still attached to the pusher assembly was removed, and the other partially fractured piece of the packing coil xl was inside the catheter. The physician attached a syringe to the catheter and pulled negative pressure through the catheter, and the catheter was removed containing the packing coil xl. The entire packing coil xl was removed successfully, and no part of the packing coil xl was left in the patient. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil xl confirmed that the embolization coil was fractured and unraveled. Evaluation revealed that the pe fibers were fractured. If the packing coil xl is manipulated against resistance, damage such pe fibers fracture may occur. The pe fibers fracture likely caused the embolization coil to fracture and unravel. Based on the reported event, the root cause of resistance during the procedure could not be determined. Some of the embolization coil unraveling may have occurred during retraction of the fractured coil from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.